Event description:
New information noted that the patient initially presented in clinic for follow up. Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting post paced t-wave oversensing. No changes or intervention was reported. The patient's condition was unknown.